Event description:
It was reported that the insulin pump alarmed motor error. The device was not exposed to a magnetic field. Customer does use the sensor feature. Blood glucose value is 19.2 mmol/l. Nothing further reported.

Manufacturer narrative:
The insulin pump was unable to prime during prime/a33 test due to moisture damage on the force sensor resistor. No motor error alarm noted and the motor was tested outside the device and passed. The insulin pump was unable to perform excessive no delivery test and occlusion test due to prime fill anomaly. The insulin pump has cracked reservoir tube lip and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.